Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is neither deformed or damaged and not displaced. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material- or manufacturing related root cause was determined.

Event description:
The synsiro drug-eluting stent system was selected for use. As it was attempted to place the synsiro at a bifurcation a stent deformation was noticed.